Event description:
The customer reported to beckman coulter that they had generated erroneously high ion selective electrode (ise) patient results on their au400 clinical chemistry analyzer. The customer stated that the results were not released out of the laboratory. There was no change in patient treatment. No patient demographics were provided nor did the patient provide any data in relation to this event. The customer had performed quality control (qc) prior to the event and stated that qc was not within specification at all times.

Manufacturer narrative:
A beckman coulter field service engineer (fse) who dispatched to the customers site. The fse confirmed the following parts were replaced: 'the buffer drive (motor), ise analog board, cable to the electrodes and a mix bar'. The fse also found a broken teflon tubing located from the heat exchange unit to the buffer valve. The fse fixed this piece of tubing as he had replacement tubing available from an older analyzer. The analyzer was returned to the customer performing within specification following replacement of the parts mentioned. In conclusion, the cause of the event is unknown. As part of troubleshooting this issue the fse replaced multiple parts. As a result it in unknown which of the part(s) replaced was malfunctioning.